Event description:
Surgeon tried to put in the anchor, but it broke in two pieces. The surgeon threaded and tried to insert the anchor, but it cracked; so he changed the anchor and sent the broken one to us for the evaluation. It was confirmed that all pieces were removed.

Manufacturer narrative:
Indicates that the device is available; however, the customer has not returned it for evaluation. (B) (4). (B) (4).